Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that a one touch ultralink meter's display was cracked and cloudy after the meter was dropped. There were no allegations of harm or injury.